Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -10.00 diopter, in the patients left eye (os) on (B)(6) 2018. The lens will be removed and exchanged. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - refractive change overtime, keratoconus. B5: the reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -10.00 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2022 due to patient experienced refractive change overtime and blurred vision. The vision was worsening and cornea topography showed keratoconus developing ou versus 6 months prior. The lens was replaced with a different model (vicm5) but same length lens and the problem was resolved. Post-op, the va is good and patient is doing well, has some night time glare caused by lights. Cause of the event was unknown. Claim # (B)(4).